Manufacturer narrative:
The issue was reported on the q2-2019 vmsr report, however based on new information the complaint was determined not reportable.

Event description:
Implant failed due to lack of osseointegration.